Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The testing determined the relief alarm pressure was outside of specification. Once the alarm reed was replaced the device functioned as expected.

Event description:
Information was received indicating that the pneumatic alarm to a smiths medical pneupac® parapac® ventilator was not working. There were no reported adverse effects reported.